Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to a third-party service center where evaluation identified no error codes or technical faults, and the original customer complaint was not confirmed. Inspection noted dust contamination within the blower box, with no other significant abnormalities observed. During functional testing, the device initially failed due to multiple significant event log errors, which led to replacement of the system pca board. Subsequent testing identified a pressure sensor calibration failure, requiring replacement of the sensor board assembly. After completing these corrective actions and finalizing preventative maintenance, the device successfully passed all run-in and functional testing, met all quality requirements, and was approved for release.